Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger rod broken. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown it was reported that the user accidentally sat on and broke two syringes and the plunger broke on another. 1.description of issue: pt reported she accidentally broke 3 syringes, by sitting on 2 and the third one she broke the plunger. 2.number of occurrences: 3. 3.did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Pt does not remember 4. Item number. Choose one: 3 ml syringe. (Pt does not know the needle info, and did have any to reference) . 5. Product lot number: unavailable. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Customer did not have the bd samples for investigation, as pt threw them away. Cts to send replacement syringes. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other. H.3. If other specify: see h.10 h3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Hold for mary 6.15.20 it was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger rod broken. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that the user accidentally sat on and broke two syringes and the plunger broke on another. Description of issue: pt reported she accidentally broke 3 syringes, by sitting on 2 and the third one she broke the plunger. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Pt does not remember. Item number o choose one: 3 ml syringe (pt does not know the needle info, and did not have any to reference). Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the third party and what was the assistance/treatment? No. Resolution: customer did not have the bd samples for investigation, as pt threw them away. Cts to send replacement syringes. Note: product category: needle/syringe issue.